Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the uncomfortable stimulation and cramping were that the patient couldn't get the stimulator to turn on. The patient replaced the programmer batteries and it worked fine. The patient had to turn stimulation up or they didn't feel anything.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported uncomfortable stimulation/overstimulation and painful stim. The patient was experiencing painful stimulation and needed to turn stim down. The patient reported the patient programmer was not turning on (caller had never changed the batteries.) Patient services recommended changing batteries- issue resolved, patient programmer powers on. The patient stated she really notices it when she walks or when she goes from sitting to standing. The patient stated she has been feeling cramping sensation and the pain is in the pelvic region on the left side. The patient had "jacked it up" because when she left hospital she was at 1.5v. Ins (implantable neurostimulator ) status was confirmed with the patient programmer. The therapy was on. Regarding are trauma/falls reported that could be related to this issue, it was noted: fall. Regarding if the reported issue was related to positional movements, it was noted: yes. Consider decreasing amplitude. Regarding did this eliminate the uncomfortable stimulation, it was noted: yes. Patient services walked caller though making adjustment from program 1 - 4.50 to program 1- 4.00. The patient didn't have the painful feeling anymore but she was not walking at the moment. Location of symptoms reported: pelvic region- left side. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indication for use was noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the circumstances that led to the uncomfortable stimulation and cramping was that the device was set too high and it hurt in their vaginal area. Decreasing the stimulation amplitude resolved the uncomfortable stimulation and cramping. The patient also seemed to have a lot of gas since their implant. The patient wanted to know if that was normal and what to do to decrease it.